Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample upon repeat testing on an advia centaur cp instrument. The discordant result was not reported to the physician(s), as the repeat result did not match the initial result obtained. The sample was repeated a second time on the same instrument, matching the initial result. The customer ran quality controls and level 1 was out of range. Quality controls were repeated, resulting within range. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the blue water peristaltic pump. The cse returned to the customer site and replaced the wash station, acid pump, and base pump. The cse performed a firmware upgrade. The customer ran quality controls, which resulted within range. The customer performed a precision run on 140 multidiluent 11 replicates and two of the results did not match. The cse replaced the incubation ring magnet, index pin, bearings, and wash 1 pump. The cse ran 100 multidiluent 11 replicates and 150 patient samples, all of which resulted as expected. Quality controls were run, resulting within range. The cause of the discordant, falsely elevated troponin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.